Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during planned treatment/non-emergency treatment. The procedure got delayed. A philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system is not booting¿. Upon functional analysis, the cause for the issue was found to be software on touch screen module in exam room. Fse rebooted the system. After rebooting the system, system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up until multiple reboots were completed. Philips has started an investigation of the complaint.